Event description:
The valve was implanted in 2002 in a patient with hydrocephalus caused by sub-arachnoid hemorrhage. The size of the ventricle did not decrease and the device was explanted. The surgeon does not believe there was a problem with the valve but has asked that the device be evaluated to determine if it functioned properly or not.